Manufacturer narrative:
Qn#: (B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube confirmed that multiple pieces of the scope's coating was in the tracheal side of the tube. The scope that was damaged was not returned. The sample was sent to the manufacturing site for further inspection of the tube. There were no abnormalities (including no sharp edges) observed with the tube that would suggest the tube caused the coating of the scope to shear off. A device history record review was performed and no relevant findings were identified. It is possible that the coating on the scope was damaged prior to insertion into the tube, but this could not be confirmed. Therefore, the root cause of this issue could not be determined. This appears to be an isolated incident. Teleflex will continue to monitor and trend on this issue. Corrected data: section d.3.-manufacturer addresss corrected to teleflex medical, morrisville, nc.

Event description:
It was reported "we currently use your sheridan duel lumen ett tubes for our thoracic cases. Today we had an unfortunate issue arise with one of your tubes. Dr. Nechala, who uses these tubes weekly, inserted the flexible intubating scope into the tube, and as it went down the tube, a piece of the scopes coating was cut off. Dr. Nechala believes there is a sharp edge inside the tube which caused this damage to our scope". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "we currently use your sheridan duel lumen ett tubes for our thoracic cases. Today we had an unfortunate issue arise with one of your tubes. Dr. (B)(6), who uses these tubes weekly, inserted the flexible intubating scope into the tube, and as it went down the tube, a piece of the scopes coating was cut off. Dr. (B)(6) believes there is a sharp edge inside the tube which caused this damage to our scope". No patient involvement reported.